Event description:
The customer reported that while the unit was being set-up for use on a pt, when the unit was rolled over a power cord on the floor it shutdown. Another unit was used to initiate therapy on the pt.